Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and wall adaptor did not charge the pump. The customer's blood glucose level was 126 mg/dl. Reportedly, the customer was able to charge the pump with another usb cable and wall adapter.